Event description:
Patient had left upper extremity dvt (deep vein thrombosis) with limited access due to hemodialysis. The 13fr inari sheath was introduced via ultrasound guidance to access the left basilac vein. After the dilator was removed however the sheath was unable to be removed. This led to an operative procedure to remove the sheath.